Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to mate tubing set. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that an unspecified clear clave port was connected to the patient's unspecified IV access device. At an unspecified time, it was reported that the nurse attempted to connect the option-lok male adapter of the tubing set to the clear clave port. The customer contact indicated that the tubing set could not be connected to the clave port. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.